Event description:
It was reported that the user experienced pump engagement concerns characterized by extremely low meal announcements, frequent insulin delivery pauses, and prolonged dosing-stopped events, with one episode of no dosing for an extended period followed by a user-initiated pause that coincided with rising glucose; device component specifics were not available. Symptoms included hyperglycemia. Outcomes included elevated glucose without hospitalization. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no device problem and indicated a use-of-device problem, with the cause traced to user behavior related to pump engagement and insulin delivery pauses. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.